Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer¿s parent reported via phone call that the customer experienced the hyperglycemia and insulin pump had blank display. The blood glucose of the customer was 406 mg/dl. It was reported that the display was not blank less than 30 seconds and did not return. Customer states display was blank currently. The customer advised to remove the battery and insert battery alarm displayed on the pump screen. It was reported that the display returned after the insulin pump restart. Customer was not using auto mode. The device will not be returned for the analysis.